Manufacturer narrative:
The device was returned to a resmed third party service center and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective non-return valve (nrv) within the pneumatic block. The nrv assembly was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.